Manufacturer narrative:
Prolonged surgery time. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, intra-op, the product was not delivered to the facility. As a result, patient was in the operation theater for 8 hours and had suffered due kidney failure. Hence, a surgery has been rescheduled.